Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and (B)(6) 2010 and mesh was implanted. On (B)(6) 2010, the patient underwent removal of eroded mesh and additional mesh was implanted (no product information provided). It was further reported that the patient experienced pain, erosion of her internal bodily tissue, other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and (B)(6) 2010 and meshes were implanted into the patient during each surgery . It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2010. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 08/16/2016.